Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP device. The manufacturer received information alleging visualization of particles in the air path. The patient alleges particles were observed in the water tank of the device. The patient also alleges the device stopped working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 17, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP device. The manufacturer received information alleging visualization of particles in the air path. The patient alleges particles were observed in the water tank of the device. The patient also alleges the device stopped working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. During the evaluation, secondary finding was observed, and complaint was not confirmed and there was no visible foam degradation. There was one error code found. The device was corrected. Box d, g and h has been updated in this report.